Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the alarm happened during normal use. The customer mentioned several unexpected restart alarms. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip, a broken belt slot and minor scratches on the lcd window.